Manufacturer narrative:
(B)(4). The manufacture date is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device evaluation was completed. The visual inspection with and without magnification identified a hole in the cassette sheeting. The functional testing included a leak test, clamp function test, clear passage test and device to device interaction. The leak test resulted in a leak from the damaged cassette sheeting. The clear passage and clamp function testing noted no issues. The sample was run on the homechoice device without any alarms. The returned device was determined to not meet product specifications related to the leak. The reported event was verified and the cause was determined to be the damaged cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During sample evaluation of a cassette by a baxter employee, visual inspection identified a hole/puncture in cassette sheeting. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.